Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown syncage implant, unknown quantity, unknown item number, unknown lot number. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot and part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article; (2011) cage subsidence does not, but cervical lordosis improvement does affect the log term results of anterior cervical fusion with stand alone cage for degenerative cervical disc disease: a retrospective study. Wu; published online: 29 december 2011 c springer-verlag 2011 eur spine j (2012) 21:1374-1382 doi 10.1007/s00586-011-2131-9; this article reports on a retrospective study on patients undergoing anterior cervical discectomy and fusion (acdf) with stand-alone syncage for degenerative cervical disc disease. The purpose of this study is to investigate the long term safety and effectiveness of the syncage implant for anterior cervical diskectomy and fusion (acdf) based on a minimum five year follow up with special emphasis on the incidence of cage subsidence with the possible relevance to clinical outcome with a patient population of 57 patients. Technique related complications reported; serious injury/rm, a (B)(6) female patient was treated with acdf at c5-c6 disk level. Postoperative radiograph showed slight kyphotic alignment of cervical spine with cage subsidence. This is report is for 2 of 2 for (B)(4). This report for an unknown spine implant, is for an unknown syncage implant, unknown qty, unknown part and lot number.